Event description:
The ICD involved in this report was interrogated, and a message was displayed indicating: "the device was reinitialized 2 times since the beginning of life. Last reset date: (B)(6) 2012". An explanation was requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.